Event description:
The recipient is reportedly experiencing a skin flap infection with pus and skin breakdown causing device extrusion. On (B)(6) 2017, the recipient was treated with omnicef 300mg, 2 pills once a day for 10 days. The recipient was recommended non-use of the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient reportedly did not have a skin flap infection. The recipient experienced wound breakdown.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly activated and the recipient is doing well. The external visual inspection revealed the electrode was severed along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.